Event description:
It was reported that the patient feels awful since the implantable pulse generator (ipg) device check; therefore the ipg rate response was adjusted. However, per the patient three days later, "my heart was fibrillating for five days; I was exhausted and didn't feel good." So, another device adjustment was completed resetting the device back to where it was. It was further reported that the patient was once again seen and it was determined that the ipg was at elective replacement indicator (eri.) Therefore the ipg was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.